Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ask about an x-ray to find the coils') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent hgs, ultrasound and CT scan. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion hospitalization), pain ("waist pain"), vulvovaginal discomfort ("pressure in vagina"), abdominal pain ("colic"), skin discolouration ("suddenly coming out in spots as if it were an allergy"), cheilitis ("lips inflamed"), cyst ("cyst") and colitis ("colitis"). The patient was hospitalized for 3 days. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vulvovaginal discomfort, abdominal pain, skin discolouration, cheilitis, cyst and colitis outcome was unknown and the pain had not resolved. The reporter considered abdominal pain, cheilitis, colitis, cyst, device dislocation, pain, pelvic pain, skin discolouration and vulvovaginal discomfort to be related to essure. The reporter commented: in source document it was reported that reproductive system looks all bent and crooked, uterus look completely twisted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on an unknown date: CT scan of waist and head. Result not provided. Magnetic resonance imaging on an unknown date: result not provided. Ultrasound scan vagina on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 4-feb-2020: social media content received : reporter added. Events added- colitis, device dislocation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ask about an x-ray to find the coils') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent hgs, ultrasound and CT scan. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion hospitalization), pain ("waist pain"), vulvovaginal discomfort ("pressure in vagina"), abdominal pain ("colic"), skin discolouration ("suddenly coming out in spots as if it were an allergy"), cheilitis ("lips inflamed"), cyst ("cyst") and colitis ("colitis"). The patient was hospitalized for 3 days. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vulvovaginal discomfort, abdominal pain, skin discolouration, cheilitis, cyst and colitis outcome was unknown and the pain had not resolved. The reporter considered abdominal pain, cheilitis, colitis, cyst, device dislocation, pain, pelvic pain, skin discolouration and vulvovaginal discomfort to be related to essure. The reporter commented: in source document it was reported that reproductive system looks all bent and crooked, uterus look completely twisted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT scan of waist and head. Result not provided. Magnetic resonance imaging - on an unknown date: result not provided. Ultrasound scan vagina - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ask about an x-ray to find the coils') and pelvic pain ('pain\stabbing pain in circled location') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent hgs, ultrasound and CT scan. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion hospitalization), pain ("waist pain"), vulvovaginal discomfort ("pressure in vagina"), abdominal pain ("colic"), skin discolouration ("suddenly coming out in spots as if it were an allergy"), cheilitis ("lips inflamed"), cyst ("cyst"), colitis ("colitis"), arthralgia ("sharp pain in my hip"), periorbital swelling ("eyes swelling shut"), rash ("it started after essure was put in"), back pain ("back pain") and pain in extremity ("pain in hands") and was found to have weight increased ("gain"). The patient was hospitalized for 3 days. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vulvovaginal discomfort, abdominal pain, skin discolouration, cheilitis, cyst, colitis, arthralgia, weight increased, periorbital swelling, rash and pain in extremity outcome was unknown and the pain had not resolved. The reporter considered abdominal pain, arthralgia, back pain, cheilitis, colitis, cyst, device dislocation, pain, pain in extremity, pelvic pain, periorbital swelling, rash, skin discolouration, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: in source document it was reported that reporoductive ststem looks all bent and crooked, uterus look completely twisted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT scan of waist and head. Result not provided. Magnetic resonance imaging - on an unknown date: result not provided. Ultrasound scan vagina - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new events sharp pain in my hip, pain in hands and back pain were added. On (B)(6) 2020: follow up received from social media. Reporter was added. Events weight gain and periocular swelling were added. On (B)(6) 2020: follow up received from social media. Reporter was added. No new clinical information was reported. On (B)(6) 2020: follow up received from social media. Reporter was added. Event rash was added. On (B)(6) 2020: follow up received from social media. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ask about an x-ray to find the coils') and pelvic pain ('pain\stabbing pain in circled location') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent hgs, ultrasound and CT scan. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion hospitalization), pain ("waist pain"), vulvovaginal discomfort ("pressure in vagina"), abdominal pain ("colic"), skin discolouration ("suddenly coming out in spots as if it were an allergy"), cheilitis ("lips inflamed"), cyst ("cyst"), colitis ("colitis"), arthralgia ("sharp pain in my hip"), periorbital swelling ("eyes swelling shut"), rash ("it started after essure was put in"), back pain ("back pain"), pain in extremity ("pain in hands") and hypoaesthesia ("right side of my leg started to feel numb") and was found to have weight increased ("gain"). The patient was hospitalized for 3 days. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vulvovaginal discomfort, abdominal pain, skin discolouration, cheilitis, cyst, colitis, arthralgia, weight increased, periorbital swelling, rash, pain in extremity and hypoaesthesia outcome was unknown and the pain had not resolved. The reporter considered abdominal pain, arthralgia, back pain, cheilitis, colitis, cyst, device dislocation, hypoaesthesia, pain, pain in extremity, pelvic pain, periorbital swelling, rash, skin discolouration, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: in source document it was reported that reporoductive ststem looks all bent and crooked, uterus look completely twisted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT scan of waist and head. Result not provided. Magnetic resonance imaging - on an unknown date: result not provided. Ultrasound scan vagina - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were reported via social media - hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: social media received: new event right side of my leg started to feel numb were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.